Event description:
Reference number (B)(4). Event occurred in united states. On (B)(6) 2024, it was reported that the patient forgot to remove the needle guard, which led to elevated blood glucose level. Patient blood glucose at the time of issue was above 300 mg/dl. No further information available.

Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.